Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink secondary medication set were "broken". It was further reported that the tubing on the inside appeared cut. This was noted before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed which revealed a cut in the tube; the tube was cut in two parts. No functional testing was performed as condition was identified during visual inspection. The reported condition was verified. The cause of the condition was due to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.